Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via an undocumented access site for the patient of unknown/undocumented gender or age. The patient had been admitted into the european medical center with indication of acute myocardial infarction and cardiogenic shock. Underlying medical history was not shared. The pump was supporting when there was an air alarm. They attempted to troubleshoot and found no resolve. They did not observe any air in the purge. After 3 days of support the pump was explanted. Patient survived, the explant was performed with no consequence to the patient. The console was not replaced but, will be investigated for possible priming problem associated.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.